Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
The lay user/pt contacted lifescan on january 29, 2008 and alleged that her one touch ultra2 meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported, that the alleged issue first occurred in the morning of 2008. She also mentioned, that she developed symptoms of being shaky and low blood glucose symptoms after the reported issue began. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The pt was using the correct test strips and the battery was correctly installed. However, it was discovered that the pt had not replaced the battery per the owner's manual (use error) and she did not have a battery to replace at the time of call. This complaint is being reported because the pt claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting since the pt did not have a battery for replacement. Replacement products were sent to the lay user/pt.